Manufacturer narrative:
The reported event of failure to capture was confirmed. Final analysis found that as received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited a failure to capture. The lead was not used and replaced. The patient was discharged post procedure.